Event description:
The hcp reported pt presented in 2004 with signs of an infection of the device pocket and lead track. These include fever, redness, and drainage. Cultures of the device pocket were obtained and showed staph aureus as the type of organism cultured. The pt was treated with both IV and oral antibiotics and total device system explant the following day. Device was not returned to the manufacturer for analysis. Hcp reported pt's infection is resolved and commented pt has frequent staph skin infections.